Event description:
Customer reported device =54 mg/dl. Customer stated drinking juice and taking glucose tablets and blood glucose did not go up. Customer called emergency medicla technicians (emt). Emt's arrived witin 10 minutes and their device = 50 mg/dl. Emt's gave customer an IV of glucose and took customer to the hosp. Customer was admitted to the hosp and remained for 4 days. Customer was using international strips. Controls were used but the values to determine whether they were in range were not provided. A request was made for return product and replacement product was sent.